Event description:
It was reported that after a device interrogation magnet response was attempted but unsuccessful. Magnet response was attempted twenty minutes after session ended and it was still unsuccessful. The device remains in use, and will be checked in a few weeks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.